Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic colon procedure, did not fire at all, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.